Manufacturer narrative:
Per case notes, user mentioned that the issue was with his blood glucose meter (bgm) and not with his eversense cgm. However, the issue was investigated further by reviewing data management system (dms) data. An average ard value of 5% was noticed for a two-week time window before the date of the reported inaccuracy and didn't vary much afterward. No further investigation was necessary for this complaint. Per case notes, there was no allegation of any malfunction against eversense cgm. User wasn't symptomatic, didn't seek any medical treatment as he didn't claim having a hyperglycemia event. User was advised to let the hcp know of these kind of events. No further resolution was found necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced hyperglycemia due to inaccuracies in sensor readings.